Event description:
The doctor stated that he placed medpor mandible implants in two patients that developed an infection. The doctor stated that he placed the implants intraorally without an infection barrier. The doctor reported that he treated the infection with antibiotics. The doctor reported that the infection did not clear, and the implants were removed. The doctor stated that he used medpor mandible implants to replace the explanted implants.

Manufacturer narrative:
The doctor reported the following lot numbers listed below: lot number: 7542-c334h11, expire date: 10/07/2017, manufacture date: 10/07/2007; lot number: 7541-d071d03, expire date: 4/29/2018, manufacture date: 4/29/2008; lot number: 7542-d608e04, expire date: 5/24/2018, manufacture date: 5/24/2008; lot number: 7541-c035k13 expire date: 11/16/2017, manufacture date: 11/16/2007. Following a review of the device history record for the lots listed above it was determined that all processes and test criteria are within the medpor implant finished product specification. A copy of the current medpor implant instructions for use is enclosed with caution section highlighted. This document accompanies each medpor implant.